Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with her infusion sets and experiencing high blood glucose. Her blood glucose was 500 mg/dl. The customer said that three of her infusion sets would not attach at the quick release. She said that she treated her high blood glucose with a shot. The insulin pump will not be returning for analysis.